Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states reporting failed dry and wet leak tests and stating "significant graphite leak from the collar" involving pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). There was no report of death, serious injury, or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 02-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician document the following inspection findings: bending rubber pinhole, failed wet leak test, failed dry leak test. Molykote® lubricant "molly coat" is a dry lubricant used inside endoscopes. If the bending rubber or channels inside the endoscope are punctured and fluid enters the endoscope the molly coat can mix with the fluid and come out of the endoscope, but is not a significant health risk to the patient per the msds sheets. In large caliber endoscopes(gastro, colono, duodeno, etc) the molly coat is black and smaller endoscopes uses white or grey lubricant. The device underwent repairs including the following components: bending rubber ec38-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. The endoscope is awaiting any repairs and approval by final qc as of 27-aug-2021.